Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The complaint was not confirmed, however, we feel that this problem occurred due to several factors that affect the performance of the product during the preparation and application. The following factors are critical and has to be taken into consideration: water temperature must be between 70-80 "of". Cast must be rolled in doughnut shape leaving 5 cm. Unrolled cast then soak in water for 5 seconds with 2 gentle squeezes. Shake the cast to remove excess water. Cast must be rubbed with wet gloves in a vigorous manner allow 15-20 minutes drying time before applying the outer boot. Paying close attention with the above notification will further enhance the quality of the product.

Event description:
It was reported a cast failure in the dorsum of the foot. The reporting facility staff has been in serviced numerous times, they have complained that the casts feel softer. The sales rep have been there on a number of occasions to monitor how they put he casts on and make sure they are following protocol. This account has been applying tcc casts for approximately 15 yrs with no issues until about 3 months ago. They claim that they are not deviating from how they apply the casts. They have had several new rubs or blisters from the collapse, and they also had many patients return early due to the collapse for removal. According to the sales rep: "when I have been there overserving the casts are in fact being applied correctly. Cooler temperature and time of setting allowance for the casts as well as patient instruction on how to walk in the boot have been performed. Patient compliance may be a factor but it is still very difficult to determine." No additional information available.